Event description:
It was reported that the body part of the handpiece where the doctor hangs onto the device began overheating during the middle of an oral extraction. There was no reported pt or user injury, and the procedure was completed successfully with another device that was available.

Manufacturer narrative:
The handpiece was received at the MFR for evaluation, and the rise in temperature was confirmed. Based on the investigation detail, the likely cause for the alleged overheating was the driveshaft sticking on the spindle housing. The driveshaft was replaced along with bearings and some other components. The handpiece was repaired and returned to the customer.